Event description:
It was reported that the patient presented for an implant procedure. During the procedure, before implanting the right ventricular (rv) lead, it was noted that the rv lead helix could not be extended. The rv lead was not used and replaced during the procedure on (B)(6) 2025. The patient remained stable throughout.

Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. A complete lead was returned in one piece for analysis with the helix retracted and clogged with blood/tissue. Visual and x-ray examination of the helix mechanism found no anomalies or distortion of the helix or inner coil that would have contributed to helix issues reported in the field. The cause of the reported event was isolated to the helix being clogged with blood/tissue.